Event description:
Subsequent to the initially filed MDR report, the account confirmed it was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to an interventional ablation procedure. After the cuff miss occurred, the sutures of one new proglide was successfully pre-placed. The sheath was not upsized and remained at 8f sheath and the procedure was completed. Hemostasis was achieved with the one pre-placed proglide suture. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional proglide device is filed under a separate medwatch report number.na.

Event description:
It was reported that a vessel puncture closure of an unknown vessel was attempted using a proglide device. Reportedly, a cuff miss occurred. A second proglide device was attempted but the same occurred. A new unspecified device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.